Event description:
While in use, the blade on the snap-fit endowrist detached inside of the patient. It was located by use of c-arm imaging in the left para-colic gutter and was removed. On post op day 3 patient found to have pneumoperitoneum and ileus. Repeat surgery resulted in partial colon resection and end sigmoid colostomy.